Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified, moderately tortuous shunt vessel. The physician advanced a 5.0 x 40mm x 40cm sterling balloon catheter to the lesion, began inflation and noticed contrast media coming from the balloon on the first inflation. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).